Manufacturer narrative:
(B)(4). Visual inspection of the returned device found that the long spike had cleanly broken off at its base. The tip of both the broken spike and the short spike still affixed to the arm was damaged. Dimensional evaluation found that the diameters of the impacting button and its shaft were within specification. Hardness evaluation found that hardness was also within specification. The device history records for the device and receiving inspection records for base materials were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Per the use and care package insert of the device, the instrument wears out over time and should be replaced. This failure mode has been previously investigated, and was attributed to several factors including the degradation of the material properties due to age and use. The present device was part of the new design and has been in the field since 2003, so wear and tear is considered as the root cause of the issue.

Event description:
It is reported that the spike broke off during cleaning in sterile processing.